Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed on the reported lot with no deviations found.

Event description:
The customer reported to corporate product surveillance (cps) regarding the clearlink catheter extension set in which a recurring issue of no flow was detected during priming. The extension set cannot be flushed with a medefil IV saline flush syringe, product mis-1125. There was no patient injury or medical intervention necessary. No additional information is available.